Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise on both the shock and rv channels. Technical services was contacted and troubleshooting recommendations were provided. No adverse patient effects were reported. This rv lead remains in service.